Event description:
It was reported that while advancing the guide wire to the lesion, there was mild tortuosity before the lesion and it was very difficult to cross over the tortuosity and the guide wire was torqued. The guide wire was noted not to move as the guide wire was torqued. The guide wire was pulled and advanced, but the tip stayed at the same site. Upon removal of the guide wire, it was found to be separated at the connection site at the proximal solder. The guiding catheter was removed and the rest of the separated guide wire was retrieved. Reportedly, there was no pt injury.